Manufacturer narrative:
Date of death: (B)(6) 2020. Date of event: used the 1st day of the month of (B)(6) 2020 as event date provided was (B)(6) 2020.

Event description:
It was reported that balloon removal difficulties were encountered and the patient died. The target lesion was located in the vein graft to obtuse marginal artery. After a stent was deployed, a 3.50mm x 20mm nc emerge balloon catheter was advanced for post-dilation. The balloon was inflated to high pressure and after deflation, the balloon could not be easily retracted but with guiding catheter repositioning and back tension, the balloon delivery catheter was able to removed; however, the balloon itself was retained within saphenous vein graft (svg). Wire position was also lost and reseating of the guide and angiography demonstrated rupture of the svg within the stented portion. A different manufactures guide wire was reintroduced into the vessel but could not be passed beyond the previously placed stent. A new 3.5x20mm emerge balloon catheter was introduced into the proximal vein graft to tamponade the bleed and heparin was reversed with protamine. After a different manufacturers 0.014 x 180cm guide wire was used to cross the lesion, a 3.5mm x20mm emerge balloon catheter was advanced and inflated at 20 atmospheres. The balloon was left inflated while the patient underwent cardiopulmonary resuscitation (CPR). Anesthesia was given and patient was intubated and placed on ventilator. The patient underwent several cycles of CPR and several rounds of epinephrine. Emergent venous access was obtained and levophed and dopamine were initiated. The patient developed pulseless electrical activity and had a resuscitation effort of 20 minutes; however, the patient died.